Event description:
The facility's pharmacist reported the pump did not deliver remicade during pt use as intended. The pump was programmed at an unknown rate to infuse the 250ml bag of remicade and the pump was counting down as if the medication were infusing but when the infusion should have been complete the nurse looked at the bag and found there was still 175ml left in the bag. The pump door was opened and the setup was checked, the pump was then reprogrammed and the rest of the medication infused as intended. No medical intervention was needed and no pt injury resulted. Despite baxter's efforts to obtain additional info regarding pump programming and setup info, specific pt details, and tubing product code and lot number being used, no further info was available.